Manufacturer narrative:
Multiple follow up attempts were made asking customer to upload pump data so that data could be reviewed by tandem technical support. Additionally, tandem clinical diabetes specialist reached out to customer to set up a meeting; however, customer declined stating that she was overwhelmed with responsibilities. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels remained elevated (346 mg/d - 438 mg/dl). Customer alleged that the pump was not delivering insulin when a bolus was requested. System check was performed with tandem technical support and no issues were found.